Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced an elevated blood glucose (bg) level of 22 mmol/l and ketone levels described as dangerous by a healthcare provider. A supply change was performed resolving the occlusion. No issues were observed with the infusion set tubing, cannula or the cartridge in use during the event. While in the hospital, the customer was treated with long acting insulin and insulin pens. Customer was released from the hospital on (B)(6) 2020 with the issue resolved.